Event description:
It was reported that low sensing, no capture, and low impedance were observed. X-ray revealed cardiac perforation. The lead was successfully repositioned. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.